Event description:
Related manufacturer reference number: 2017865-2024-63442. It was reported that the patient presented to the hospital due to syncope. Upon review, it was discovered that the right atrial lead and right ventricular lead exhibited low impedance readings. It was also revealed the device detected ventricular lead noise as false high ventricular rate episodes. The device falsely detected an automatic mode switch episodes for atrial lead noise. Isometrics were performed and the noise was reproducible on both atrial and ventricular leads. Further information was requested however, was not provided.

Manufacturer narrative:
Correction: h10.